Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported to animas that a history and settings issue had occurred with the pump. Allegedly, the patient's blood glucose (bg) was greater than 250mg/dl. Further information about the patient's bg excursion and/or symptoms was not available. The alleged bg excursion without reported symptoms does not meet animas criteria for a severe adverse event. This complaint is being reported because the alleged issue remained unresolved.